Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture. An invasive procedure was performed. The device/lead connection was found to be loose. This lead was tested via pacing system analyzer (psa) with acceptable impedance and threshold measurements, however a new rv lead had already been placed. Since the pocket was open, the chronic device was electively explanted and replaced. The chronic lead was plugged into the atrial port of the new device for future use if needed and the device was programmed to vvir due to chronic atrial fibrillation (af). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.